Event description:
Pt was hospitalized for hypoglycemia. Pt reports that their blood sugar was normal when they went to bed one night. Pt reports the next morning their spouse noticed they were having "seizure type symptoms" and couldn't wake them so they called 911. Pt reports that they were treated with oral glucose because the paramedics were unable to start an IV. Pt states that they believe that suspect device overdelivered insulin. Device passed all tech inspections.